Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and back pain ("back pain"). On an unknown date, the patient experienced dyspareunia ("pain during intercourse"), depression ("symptoms of depression"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, depression, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, depression, fatigue and weight fluctuation to be related to essure. The reporter commented: pain was so severe that plaintiff had been to emergency room approximately 10 to 12 times since essure placement. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain and heavy bleeding. These events are anticipated in the reference safety information for essure. Abdominal pain and change in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (consumer had been 10 to 12 times to emergency room to manage pain). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and transfusion ("blood transfusion") in a 30-year-old female patient who had essure (batch no. 919013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding genital, headache, abdominal pain, ovarian cyst (right), suicidal ideation, overdose, headache, nausea, cephalgia, vaginal candidiasis, uti, nausea, vaginal discharge, bipolar disorder and vulvovaginitis. Previously administered products included for birth control: nuvaring and depo provera. Concurrent conditions included overweight, diverticulosis, polymenorrhoea, perineal pain, gastrointestinal bleed, helicobacter gastritis, anemia, uterine bleeding and peptic ulcer. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bacterial infection ("bacterial infections"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), amnesia ("memory loss") and abdominal pain upper ("severe stomach pain and cramps"). In 2015, the patient experienced migraine ("migraines"), headache ("headaches"), pelvic pain ("pain"), muscle spasms ("muscle cramps") and decreased appetite ("loss of appetite"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hot flush ("hot flashes"), head discomfort ("swelling of head"), dermatitis allergic ("scalp sensitivity"), eye pain ("eye pain"), the first episode of chest pain ("chest pain") and the second episode of chest pain ("burning around heart area"). In 2017, the patient underwent transfusion (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced ulcer ("ulcers"). On an unknown date, the patient experienced depressive symptom ("symptoms of depression"), weight fluctuation ("weight fluctuations"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), neuralgia ("nerve pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("arm pain") and arthralgia ("wrist pain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, transfusion, back pain, depressive symptom, fatigue, weight fluctuation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, ulcer, alopecia, hot flush, bacterial infection, migraine, headache, nausea, pelvic pain, vaginal discharge, weight increased, head discomfort, dermatitis allergic, amnesia, abdominal pain upper, muscle spasms, eye pain, the last episode of chest pain, decreased appetite, neuralgia, musculoskeletal pain, pain in extremity and arthralgia outcome was unknown and the genital haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, bacterial infection, decreased appetite, depressive symptom, dermatitis allergic, dysmenorrhoea, dyspareunia, eye pain, fatigue, female sexual dysfunction, genital haemorrhage, head discomfort, headache, hot flush, menorrhagia, migraine, muscle spasms, musculoskeletal pain, nausea, neuralgia, pain in extremity, pelvic pain, transfusion, ulcer, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of chest pain and the second episode of chest pain to be related to essure. The reporter commented: pain was so severe that plaintiff had been to emergency room approximately 10 to 12 times since essure placement. Current weight (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion (B)(6) 2017:pathology: diagnosis: specimen re-examined grossly. Upon re-examination, metallic coils are noted in both uterine cornua ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- abdominal pain,bacterial vaginosis,pelvic pain,back pain,dyspareunia,arthralgia" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and transfusion ("blood transfusion") in a 30-year-old female patient who had essure (batch no. 919013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding genital, headache, abdominal pain, ovarian cyst (right), suicidal ideation, overdose, headache, nausea, cephalgia and vaginal candidiasis. Concurrent conditions included obesity, diverticulosis, polymenorrhoea, perineal pain, gastrointestinal bleed, helicobacter gastritis and anemia. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bacterial infection ("bacterial infections"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), amnesia ("memory loss") and abdominal pain upper ("severe stomach pain and cramps"). In 2015, the patient experienced migraine ("migraines"), headache ("headaches"), pelvic pain ("pain"), muscle spasms ("muscle cramps") and decreased appetite ("loss of appetite"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hot flush ("hot flashes"), head discomfort ("swelling of head"), dermatitis allergic ("scalp sensitivity"), eye pain ("eye pain"), chest pain ("chest pain") and dyspepsia ("burning around heart area"). In 2017, the patient underwent transfusion (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced ulcer ("ulcers"). On an unknown date, the patient experienced depressive symptom ("symptoms of depression"), weight fluctuation ("weight fluctuations"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), neuralgia ("nerve pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("arm pain") and arthralgia ("wrist pain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, transfusion, back pain, depressive symptom, fatigue, weight fluctuation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, ulcer, alopecia, hot flush, bacterial infection, migraine, headache, nausea, pelvic pain, vaginal discharge, weight increased, head discomfort, dermatitis allergic, amnesia, abdominal pain upper, muscle spasms, eye pain, chest pain, dyspepsia, decreased appetite, neuralgia, musculoskeletal pain, pain in extremity and arthralgia outcome was unknown and the genital haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, bacterial infection, chest pain, decreased appetite, depressive symptom, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspepsia, eye pain, fatigue, female sexual dysfunction, genital haemorrhage, head discomfort, headache, hot flush, menorrhagia, migraine, muscle spasms, musculoskeletal pain, nausea, neuralgia, pain in extremity, pelvic pain, transfusion, ulcer, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: pain was so severe that plaintiff had been to emergency room approximately 10 to 12 times since essure placement. Current weight 223 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- abdominal pain,bacterial vaginosis,pelvic pain,back pain,dyspareunia,arthralgia" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), blood transfusion, ulcers, hair loss, hot flashes , bacterial infections , migraines, headaches , nausea , pain, vaginal discharge , weight gain, swelling of head, scalp sensitivity, memory loss , severe stomach pain and cramps, muscle cramps, eye pain, chest pain, burning around heart area, loss of appetite, nerve pain, shoulder pain, arm pain, wrist pain", reporter, lot number added from pfs. Concomitant and historical condition, concomitant drug, lab data added from medical record. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 30-year-old female patient who had essure (batch no. 919013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, headache, abdominal pain, ovarian cyst (right), suicidal ideation, overdose, headache, nausea, cephalgia, vaginal candidiasis, uti, nausea, vaginal discharge, bipolar disorder and vulvovaginitis. Previously administered products included for birth control: nuvaring and depo provera. Concurrent conditions included overweight, diverticulosis, polymenorrhoea, perineal pain, gastrointestinal bleed, helicobacter gastritis, anemia, uterine bleeding and peptic ulcer. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bacterial vaginosis ("bacterial infections"), vaginal discharge ("vaginal discharge"), amnesia ("memory loss") and abdominal pain upper ("severe stomach pain and cramps") and was found to have weight increased ("weight gain"). In 2015, the patient experienced migraine ("migraines"), headache ("headaches"), pelvic pain ("pain"), muscle spasms ("muscle cramps") and decreased appetite ("loss of appetite"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/clots"), hot flush ("hot flashes"), head discomfort ("swelling of head"), dermatitis allergic ("scalp sensitivity"), eye pain ("eye pain") and chest pain ("burning around heart area/chest pain"). In 2017, the patient underwent transfusion ("blood transfusion"). In (B)(6) 2017, the patient experienced ulcer ("ulcers"). On an unknown date, the patient experienced depressive symptom ("symptoms of depression"), weight fluctuation ("weight fluctuations"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), neuralgia ("nerve pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("arm pain") and arthralgia ("wrist pain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the transfusion, back pain, depressive symptom, fatigue, weight fluctuation, vaginal haemorrhage, female sexual dysfunction, ulcer, alopecia, hot flush, bacterial vaginosis, migraine, headache, nausea, pelvic pain, vaginal discharge, weight increased, head discomfort, dermatitis allergic, amnesia, abdominal pain upper, muscle spasms, eye pain, chest pain, decreased appetite, neuralgia, musculoskeletal pain, pain in extremity and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, bacterial vaginosis, chest pain, decreased appetite, depressive symptom, dermatitis allergic, dysmenorrhoea, dyspareunia, eye pain, fatigue, female sexual dysfunction, genital haemorrhage, head discomfort, headache, hot flush, menorrhagia, migraine, muscle spasms, musculoskeletal pain, nausea, neuralgia, pain in extremity, pelvic pain, transfusion, ulcer, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: pain was so severe that plaintiff had been to emergency room approximately 10 to 12 times since essure placement. Current weight 223 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. (B)(6) 2017: pathology: diagnosis: specimen re-examined grossly. Upon re-examination, metallic coils are noted in both uterine cornua. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- abdominal pain,bacterial vaginosis,pelvic pain,back pain, dyspareunia, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: event outcome of dyspareunia, abdominal pain and menorrhagia was updated as recovered / resolved. Event pt updated from bacterial infection to bacterial vaginosis. Event chest pain deleted due to duplicate event pts. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain and heavy bleeding. These events are anticipated in the reference safety information for essure. Abdominal pain and change in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (consumer had been 10 to 12 times to emergency room to manage pain). Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.